Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) for 00515048200, could not be performed as a lot number was not provided for the reported event. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product has been discarded. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the pulsavac battery pack had a defective cell causing the device not function. Pulsavac was not functioning during surgery and was immediately replaced with hospital stock. No harm and no delay reported. No adverse events were reported as a result of this malfunction.